Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was unresponsive. The customer¿s blood glucose level was 98 mg/dl. The customer also reported that act button does not response eventually. Customer also stated that numbers are not ramping on their own and the scroll bar is not moving with no input. The customer also stated that the center button was unresponsive. Customer also stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer also stated that using the down arrow allows them to navigate screens. Customer also stated that the pump was neither dropped nor exposed to moisture. Customer also stated that block mode was inactive. Customer also stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.